Manufacturer narrative:
The complaint of the retention dome detaching during percutaneous removal (separation of the dome and feeding tube) is confirmed. Gross and microscopic examinations show the retention dome has completely separated from the od of the feeding tube. A chr review is not possible, as no manufacturing lot number information has been provided by the complainant.

Event description:
The retention dome was detached during percutaneous removal. The indwelling period was approximately six months.